Manufacturer narrative:
(B)(4). Evaluation of the returned unit found that there was a loose connection. The panel was also repaired for the loose screw issue. The service engineer reseated all connections and replaced the battery holder. Calibration and self tests were performed. (B)(4).

Event description:
The customer reported that when they were acquiring an image, they get a blank image. They also noted that the sensor panel had been dropped. It is possible that the image was retaken, resulting in unintended radiation exposure.